Event description:
A registered nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was cracked after placing in eye, lens was not cracked during loading of the lens. As per source document there was patient contact. The lens was removed during initial procedure. Procedure was completed on the same day. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).